Manufacturer narrative:
Manufacturer's investigation conclusion: examination of the submitted photo revealed a small piece of black debris; however, the origin of the debris could not be determined through this evaluation. A correlation between the debris and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be established through this evaluation. (B)(6) was returned assembled, in like-new condition, with the pump cable intact. The modular cable was returned. The sealed outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief disengaged from the graft attachment. The apical cuff was not returned. The cuff lock was returned disengaged. Small pieces of light brown contamination were observed in the interior of the outflow graft, exterior of the outflow graft bend relief, and interior of the pump outflow. These pieces of contamination were light brown and appeared to be a separate finding from the photo that was originally submitted by the center, which showed a slightly larger piece of black debris. No evidence of the black debris was observed on the returned products, including the plastic bag that the pump was returned in. These two issues (small pieces of light brown contamination observed during evaluation of (B)(6); reported black debris that was confirmed via a photo that was submitted by the center but not returned) were forwarded to abbott manufacturing to evaluate if they could have been manufacturing-related issues. The small pieces of light brown debris were submitted to the lab for ftir (fourier-transform infrared) spectroscopy analysis, which showed the pieces of debris were of siloxane origin. The analytical lab investigation memo concluded the siloxane contamination was from the saline solution rinse of the blood path. It does not appear to be manufacturing-related. The origin of the reported ¿black debris¿ could not be conclusively determined; however, it is not believed to be manufacturing-related. No gaps were identified in inspection/testing procedures that could allow particulates (such as the one identified by or/customer) to go undetected during production/inspection/testing. DHR review revealed all pertinent tests and inspections associated with the part to have been completed and passed. A review of complaints related to contamination on the heartmate 3 pump was conducted and found that this was an isolated incident. This issue will be monitored for future occurrences. No corrective actions are recommended. (B)(6) was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. The IFU provides instructions on all surgical procedures, including unpacking the implant kit and prepping, running, and priming the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during pump preparation, after initial prime, a small black piece of debris was noted to be floating in the basin. The pump was still submerged in the saline. The debris was retrieved and passed off of the sterile field and described as a soft material and disintegrated when touched. The customer felt it came from the pump and elected not to use it. A new pump, ofg (outflow graft) and modular cable were opened. No additional information was provided.